Manufacturer narrative:
(B)(4).

Event description:
It was further reported that he cause of the por was unknown. It was noted that the patient was doing "well".

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, lot# unknown, product type: extension; product ID: neu _unknown_ext, lot# unknown, product type: extension; product ID 3998, lot# v121706, implanted: (B)(6) 2009, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that an ins was explanted because it ¿would not hold a charge after second por.¿ no symptoms were reported. Patient outcome was unknown at the date of the report.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial #(B)(4) showed that the battery was at end-of-service (eos) due to 3 overdischarge occurrences. The device was received with no telemetry. Analysis of the trace report, after the neurostimulator was recovered after a physician mode recharge (pmr) procedure was performed, showed a total recharge count of 90. The telemetry was then reported as ¿okay¿ following the pmr. The last recorded recharge sessions performed while the device was implanted all had the default date of 2000. The battery lock mode dates also showed the default date of (B)(6) 2000. The parameter trend diagnostic section of the trace report did show patient usage on (B)(6) 2013. When the battery was recharged for analysis it was observed that it discharged rapidly. Good stable output was observed during the system testing. Analysis of both returned extensions, models unknown serial #s unknown showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.